Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. It was reported that the implanting physician had initially anchored the device down during implant and believes a possible fall or injury may have occurred. Patient does not recall a fall or injury. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
A catheter revision was reported as a result of a catheter migration. It was stated that the patient was symptomatic with a csf leak. It was stated that the patient presented back to the clinic with a positional headache so further catheter inspection was done and they discovered that the catheter had migrated.